Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at allergan inc. ((B)(6) ref (B)(4)). Alleged event: healthcare professional reported "rupture" of a non-(B)(6) device. This record is for the left side. The device was explanted and unknown if it was replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).